Manufacturer narrative:
Block b3: the date of the event was approximated to 11/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clips unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on an unknown date. During the procedure, the clip was attempted to deploy, however; it would not deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.